Event description:
During insertion of the nail; the jig broke at the metal/carbon fiber interface. The locking of the nail being impossible; the surgeon had to remove the nail and implant another product (gamma-nail). During the extraction of the nail; the threaded part of the extractor adapter (ref #903007001) was damaged as well. This incident has resulted in an extension of the surgery time of 2.5 hours.